Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550 ml. Flow rate: 8 ml/hr. Procedure: right peroneal brevis repair, lateral calcaneal osteotomy. Cathplace: above knee - posterior. Date of surgery: (B)(6) 2013. (Please reference 2026095-2013-00175/13-01053 b). (Patient a) a physician reported that he had two patients that experienced extended nerve numbness. Persistent pain and numbness distribution of tibial nerve. It was reported that the patient is still having symptoms. Pump was pre-filled by distributor. Date pump was filled: (B)(6) 2013. Infusion started: (B)(6) 2013. Infusion ended: (B)(6) 2013.

Manufacturer narrative:
Method: the suspect device will not be returned for an evaluation and investigation. The lot number of the device was not provided therefore, the device history record (DHR) can not be reviewed. Results: results will not be available as the suspect device was not returned and methods were not performed. Conclusions: from the information provided, there is no evidence of device malfunction during the use of the pain pumps. Both patients had sciatic/popliteal nerve block first, underwent surgeries and then the pain pumps were connected to provide the postsurgical pain management. However, both patients experienced residual numbness and persistent pain, possible symptoms of nerve damage. Nerve damage from peripheral nerve block can be multifactorial, including the procedure, needle puncture, pre-existing pathology and medications used. In this case, both patients received 550 ml of 0.5% ropivacaine, with its common side effects from mild systemic toxicity (auditory changes, circumoral numbness, metallic taste, and agitation) to central nervous system (seizure, coma, respiratory arrest) findings and cardiovascular events (hypertension, hypotension, tachycardia, bradycardia, ventricular arrhythmias, cardiac arrest). Persistent pain and numbness, possible signs and symptoms of nerve damage, were less likely to be attributed to the use of the local anesthetics. In addition, one patient was diagnosed with chronic regional pain syndrome (crps) and nerve pain, which are also common postoperative complications associated with foot and ankle surgery. At this point, our investigation is still ongoing. A use review was performed: the catheter used is not an I-flow product. The drug used was 0.2% ropivacaine. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigations may arise as appropriate.